Event description:
It was reported the patient experienced a loss of stimulation four weeks post implant. The patient reported going to bed with the stimulation on and felt stimulation, but when he woke up, he did not feel any stimulation. The patient did not recall a fall or trauma during the night. Impedance readings were >20000 ohms. Electrode impedances were checked at 1.5v/80us with results that ranged from 5753-16125 ohms. No symptoms or further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.